Event description:
It was reported that (B)(4) was hospitalized but the cause of the hospitalization was unk. Two days later, it was communicated that the subject was hospitalized for pneumothorax. The subject had lung cryoablation as part of the (B)(6) study. On (B)(6), galil was notified that the pneumothorax was determined to be related to the cryoablation.

Manufacturer narrative:
The device was not returned for investigation and no malfunction or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The pt was treated and released.